Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It is reported that a customer experienced high blood glucose of 518 mg/dl. The customer was treated for the high blood glucose with a gatorade. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with assisted with trouble shooting and found that there are very big air bubbles in the reservoir. The customer did not know how to get rid of the air bubbles and simply wanted the insulin pump replaced. A replacement pump was sent to the customer. No further information was provided.